Event description:
Material no.: 309628, batch no.: 9170679. It was reported that before use of the bd 1ml syringe luer-lok¿ tip the syringes had no markings on the barrel. The following information was provided by the initial reporter: no markings on the syringe. Technician did not use the faulty syringe.

Manufacturer narrative:
Investigation: one photo and one loose 1ml ll syringe inside an opened blister package from batch #9170679 (p/n 309628) was received. The sample was visually evaluated. The barrel had no scale markings at all present on its surface. Potential root cause for the scale marking defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 309628 batch no.: 9170679. It was reported that before use of the bd 1ml syringe luer-lok¿ tip the syringes had no markings on the barrel. The following information was provided by the initial reporter: no markings on the syringe. Technician did not use the faulty syringe.